Event description:
When opening the unit pack, the set falls apart.

Manufacturer narrative:
Attempts have been made to obtain additional information. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).